Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that a right sided support pump was used post-operatively, but there was no option to wean the device. The patient experienced kidney failure and a ventilator was still in place. The decision was made to stop treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure/dysfunction (including renal dysfunction and respiratory failure) and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient's right heart failure existed prior to left ventricular assist device (lvad) implant.

Event description:
It was reported that the patient passed away due to multiple organ failure (mof). The patient had been admitted to the ICU since implantation. The pump functioned as intended and the outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.